Event description:
The pt had been experiencing withdrawal symptoms. The hcp suspected a pump malfunction. Both the rotor study and the catheter dye study looked fine. The device system was explanted and replaced after an implant duration of 36 months.